Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).

Event description:
Customer reporting a false negative reaction with a patient later confirmed to have an anti-e when tested against vs340. Patient in question has a history of multiple transfusions with no allo-antibodies. No incorrect or erroneous results have been reported as a result of this.